Event description:
No image, also with test pcb no image - ccd defective. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied. In addition, we confirmed the light guide fiber bundle (lcb) broken; however, other failures are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.